Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular implantation surgery an ophthalmic operating surgical handpiece became hot, error message was displayed and ultrasound functionality was also failed. There was no patient harm reported. Procedure was completed using another handpiece. Additional information has been requested none received till date.

Manufacturer narrative:
The phaco handpiece under investigation was confirmed to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known issue previously investigated in response to an increased number of system messages and temperature high complaints received from phaco handpieces (hps) with specific manufactured dates. Manufacturing review confirms that this hp was manufactured in alignment with previously investigated handpieces. The root cause is attributed to piezoelectric crystals within the hp having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during hp assembly was identified as a contributing factor. Additional investigation is not necessary for this complaint and will not be performed. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the hp was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed a missing discolored red dot. The handpiece was connected to a calibrated resistance breakout box, where the input and output impedance were found to be within specification. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the handpiece was measured per the product design specification and was found to be within specifications. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to not meet alcon specifications for the ultrasound stroke test. Disassembling the handpiece was unable to reveal the root cause. Based on the information obtained, the root cause of the reported event of failed ultrasound is inconclusive. The returned handpiece was found to functionally exhibit no problems in relation to the customer reported event of system message and the handpiece getting hot. Therefore, the root cause of the reported event is inconclusive. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).